Event description:
The customer reported that a lighting failure occurred with the halogen light source. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a damaged front panel was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that the problem was first identified after the procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review , additional information received, and results from the legal manufacturer investigation. The following sections were updated: b5, h2, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified however; it is assumed that the indicated phenomenon was caused by the defective thermal fuse. Olympus will continue to monitor complaints for this device.